Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion field service representative. [Name removed] reported this problem he claims the primary alarm is not working there is no audible sound only visual. Customer was notified of the problem and they are going to take care of it. Unit was not on a patient. The following add'l info regarding the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] called back stating he has troubleshot the issue down to the gde [gas delivery engine]. He is declining field service and will opt to replace the gde himself."

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device by the user facility is a summary of the info provided by the user facility to a carefusion technical support specialist. The user facility representative evaluated the device and determined that the root cause of the reported event was a faulty gas delivery engine. On (B)(4) 2014 carefusion sent a replacement gas delivery engine to the user facility for the repair of the device. On (B)(4) 2014 the user facility reported that the gas deliver engine was replaced by them and that the device is working to specifications. The following info concerning the evaluation of the gas delivery engine is a summary of the info documented by the carefusion failure analysis lab technician. The carefusion failure analysis tab technician evaluated the alleged faulty gas delivery engine, verified the complain and determined that the root cause of the reported event was a faulty component on the tran com alarm (tca) pcba which is part of the gas delivery engine (gde). Carefusion has initiated an internal corrective action through our corrective and preventative action system to further investigate this issue.